Event description:
It was reported that post-operatively the patient¿s plate broke. The patient was involved in a motor vehicle accident on or about (B)(6) 2012. The patient was diagnosed with right open tibial plateau fracture and a left distal femur intra-articular fracture. On or about (B)(6) 2012 the patient was implanted with a left side synthes distal femur variable angle locking plate with corresponding locking and non-locking screws. On or about (B)(6) 2013, the patient became aware that one of the screws implanted in her left leg had broken. On or about (B)(6) 2013, the patient became aware that the synthes variable angle locking plate in her left leg had broken. Reportedly, the patient experienced pain. This report is for an unknown screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Other relevant history: (B)(6) 2012 general fatigue, weakness, depression mood change, physical therapy, occupational therapy, balance therapy, bed mobility training, strengthening, adl training, endurance training, amb. Gait dysfunction. (B)(6) 2012 complains of left v2 parasthesia. (B)(6) 2013 - pain / joint derangement -in joint involving pelvic region and thigh, pain from implanted hardware. Derangement of collateral ligament of knee, limb lengthening procedures, femur. (B)(6) 2014 pain management attempts without opioids. (B)(6) 2012 requested to stop opioid medication (in rehab). Isartan 25 mg oral tablet - high blood pressure diagnosed with hypertension. (B)(6) 2013 - post operative plan that patient be followed by physician due to prior history of infection to the area. Patient received physical therapy. Post -op pain managed. Ros negative except hpl. Family history father alive, health 88. Mom deceased at 82 - chf (heart disease). Home care liaison to follow up with patient; referral to maintain physical therapy at home. (B)(6) 2014 preoperative notes - abnormal muscoskeletal system, former smoker - quit 15 -20 years ago, abnormal gait and station, atrophy (strength and tone), preoperative infection suspected. Preoperative vancomycin given. 180 pounds at revision surgery. Ambulatory with crutches. Pain level at surgery a "4". Drinks socially. No recreational drug use. In (B)(6) 2014 diagnosed with bone deformity. Discharge recommendation - home vs rehab. Plan rehab 5-7 times week include balance training, bed mobility training, gait training, neuromuscular reeducation, pain management, positioning, patient education, posture/body mechanics training. Stair training, therapeutic exercises, transfer training. Pain primary location upper left leg aching and tenderness. Patient took hospital physical therapy session fairly well except for dizziness while negotiating stairs. Patient showing good progress and would benefit from further pt to improve mobility. Vaccinations not up to date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2012 initial surgical intervention (damage control orthopedics) was performed on the patient to temporarily address her injuries after she was involved in a motor vehicle accident. Spanning external fixators were placed on both lower extremities. It was reported that the patient on (B)(6) 2012 underwent left lower extremity removal of external fixator in additional to the open reduction internal fixation of left intraarticular distal femur fracture as well as a right lower extremity removal of external fixator and open reduction internal fixation of right unicondylar tibial plateau fracture (patient has roughly a 3 x 1 cm open laceration over her right proximal tibia). On the left side a synthes distal femur variable angle locking plate with corresponding locking and non-locking screws as well as independent 3.5 non-locking like screws. K-wires were placed from lateral medial to hold the reduced fracture in place. The plate was also secured to the bone using k-wire distally and drill bit proximally. On the right side a synthes medial proximal tibial locking plate with non-locking and locking screws in addition to independent 2.5 mm non-locking screws. Patient was revised on (B)(6) 2013 - believed that the intraoperative wound culture grew (B)(6). Patient issued a central catheter line and discharged on cubicin for six weeks with good results. Additional notes from hospital documented on (B)(6) 2012 indicate patient not ambulatory, transfers with minimum assistance, performs bed mobility with use of close supervision, toileting themselves, performs upper body activities of daily living with minimum assistance. Performs lower body activities of daily living with maximum assistance. From (B)(6) 2012 until (B)(6) 2012 (transferred to a rehabilitation facility) with her being non weight bearing on both sides. The patient remained for pain management, to follow orthopedic surgeon, to have physical therapy and duct additional therapy, wound cleaning, isometrics, hep, edema management and insomnia medication if needed. Non bearing weight on both sides. Onset of physical therapy therapeutic exercise, progressive resistance, strengthening exercises, self-care management, shoulder exercises, to address muscle weakness. Increased time as patient tolerated. Medical examination on june 25, 2012. It was reported that patient's range of motion is ~ 0 to 50 bilaterally; pain is well controlled. It was noted that the patient had an infection which was treated with intravenous antibiotics for six weeks. Potential of some permanent weakness discussed. If non-union progresses potential of revision on left side. Right side removal of hardware at some point; 12 - 15 months plan to reassess since symptoms are minimal. Notes from in patient facility dated july 04, 2012 indicate patient not ambulatory, transfers with moderate assistance, performs bed mobility with minimum assistance, dependent for toileting, performs upper body activities of daily living with a need for supervision. Performs lower body activities of daily living with maximum assistance. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Date reported as on or about (B)(6) 2012. It is unknown if/when the device was explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.